Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a system wash using probe wash 3. Calibration blanks, quality controls and precision were run and all performed within specification. The cause of the discordant, falsely elevated gluh result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated glucose hexokinase (gluh) result was obtained on one patient sample on an advia 1650 instrument. The discordant result was not reported to the physician(s). The patient sample was repeated on the same instrument and resulted lower. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gluh result.